Manufacturer narrative:
H3, h6: as no lot number was provided, it was not possible to carry out a device history review. A complaint history review found a small number of similar instances of the reported event. There is nothing to indicate that this is outside of acceptable rates of occurrence. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that the dressing was removed from the backing and some of the adhesive stayed on the paper. Probable root causes include environmental issues such as temperature. A change in temperature can alter the adhesive nature of the dressing making it either more or less adhesive, which can result in it sticking to the carrier paper when removed. The device must therefore be stored in line with the conditions detailed in the IFU. The users of the reported product are therefore advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings and conditions in which it should be stored. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during the set up for a npwt, when the carrier of the pico 7 15cm x 20cm dressing was removed, most of the silicone adhesive removed with the carrier and did not remain on the dressing. Treatment was performed, without any delay, with a smith and nephew back up device. Patient was not harmed as consequence of this problem.